Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room after receiving shocks. Upon review of the stored electrograms it was noted that the device exhibited far p-wave oversensing. Noise could not be produced with isometrics and pocket manipulation. The device was successfully reprogrammed. The patient was stable prior, during and post event.